Event description:
This unsolicited from united states was received on 13- dec-2017 from physician. This case concerns male patient (age unspecified) who received treatment with synvisc one injection and after unknown latency had surgery. Also, device malfunction was identified for the reported lot number. No relevant concomitant medications, past drugs, medical history, concurrent condition were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection (frequency, dose, indication and expiration date: not reported; lot number: 7rsl021) in one of the knees. On an unknown date, latency unknown, patient had surgery related to this lot. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for both events pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later underwent surgery. A temporal relationship cannot be established with the product administration due to lack of information regarding event onset date and product therapy details. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.